Event description:
During pt treatment, as the operator was increasing the "power" (amplitude) from 9.0 to 10.0, the oscillating driver stopped and there was a burning smell noticed. The pt was switched to another 3100b and, 24 hours later, weaned to a conventional ventilator without compromised.